Event description:
It was reported that pump displayed malfunction code 9. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided pump reset instructions, assisted with resetting pump, confirmed malfunction code did not recur after reset, and advised customer to continue using pump and to call back if any malfunction code appeared again, which customer acknowledged and understood.